Event description:
It was reported that the bd nexiva¿ closed IV catheter system packaging was damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "a package was damaged and a needle was bent."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one unopened damaged package with the unit inside. In addition, three photographs were submitted which displayed similarities to that of the returned unit. Upon inspection of the returned unit, damage to the packaging was confirmed. One end of the package has been crushed. The unit on the inside is not seated properly in the package. The top web has been torn from the damage, breaking the package integrity. The bent needle was also observed inside the package. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system packaging was damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a package was damaged and a needle was bent."